Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tha, at impaction of the cup, surgeon impacted the impaction platform (206270) attached to the offset impactor (209830). Cup was successfully seated but at the last impaction the platform broke into several pieces and the offset impactor snapped the distal end.

Manufacturer narrative:
Reported event: it was reported that during a mako tha, at impaction of the cup, surgeon impacted the impaction platform (206270) attached to the offset impactor (209830). Cup was successfully seated but at the last impaction the platform broke into several pieces and the offset impactor snapped the distal end. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: not performed as a lot number was not provided. Complaint history review: not performed as a lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a mako tha, at impaction of the cup, surgeon impacted the impaction platform (206270) attached to the offset impactor (209830). Cup was successfully seated but at the last impaction the platform broke into several pieces and the offset impactor snapped the distal end.